Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 3008352382-2023-00098 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction. See h.10.

Event description:
Report 2 of 3 it was reported that bd bactec¿ plus aerobic/f culture vials (plastic) molecular false positives are being reported of candida tropicalis. The following information was provided by the initial reporter: molecular false positive - candida tropicalis.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 2 of 3. It was reported that bd bactec¿ plus aerobic/f culture vials (plastic) molecular false positives are being reported of candida tropicalis. The following information was provided by the initial reporter: molecular false positive - candida tropicalis.